Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) leads had dislodged. The rv lead was not sensing or pacing and the patient had received an inappropriate shock. The physician suspected the implantable cardioverter defibrillator (ICD) was being manipulated as the device was pointing to the opposite direction as it had been post procedure. The leads were reprogrammed and a revision was planned. No further patient complications have been reported as a result of this event.